Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They continued to report that their left side ins was moving in the pocket and it was turned off. Patient was having pain and the impendence was different. It was advised patient follow up with their healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that no steps were taken to resolve the impedance issue with number 3, it had been an issue for 5 years and no one had explained what it means. The patient also reported no steps had been taken to resolve their ins moving in the pocket after the revision surgery, they had reported pain from it moving multiple times. The patient noted they had turned it off and it was still causing pain. When asked for the status of the device the patient reported the batteries were low 20% on (B)(6) 2018 and they were using only one side (right side). The patient noted an appointment with a healthcare provider on (B)(6) 2019 and they wanted to replace their ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that she lost all sensation of signal and began to urinate without any notice. The patient was implanted with a different device on (B)(6) 2020 and is happy with the new device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date of event: event date was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that two months after they were implanted their ins on the left side turned itself around (flipped) and it was confirmed by an x-ray. The patient stated they had another surgery to correct the flip. The patient stated since the flip they couldn¿t sit comfortably, and it gave them pain, and they could still feel the ins move. The patient stated the left ins and therapy hadn¿t worked correctly since the flip and there was an impedance issue on ¿number 3.¿ the patient stated they got reprogrammed by a representative (rep) in (B)(6) 2018, the rep went back to the original settings and it worked for a week or two. The rep also noticed an impedance issue with number 3 and called another rep for assistance. The patient stated a week or two after the appointment they started having urinary problems again. The patient also reported that the rep told them recently that the ins battery was getting low. The healthcare provider had the patient turn the stimulation off since it was not working anyway, and the healthcare provider wanted to replace the ins with a full body MRI eligible system and do neuro treatments until then. The patient was redirected to their healthcare provider to talk about a possible ins replacement. No further complications were reported.